Manufacturer narrative:
Continued h6 (health impact code): f15. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A healthcare professional reported ¿removal of left side device due to rupture diagnosed with MRI test. During removal of device, this appeared to be ruptured."the device has been explanted.